Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control low. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 (6/19/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/11/2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the test strips and control solution were returned on (B)(4) 2013 and analyses completed on (B)(4) 2013 and (B)(4) 2013 respectively by product analysis. No issues were identified with the test strips. The reported complaint could not be confirmed. However, a secondary issue (ecs-cs high glucose) was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.